Event description:
Olympus received further information clarifying that there was only one patient involved and the patient's post operative issues were not being fully attributed to the thulium energy. The customer then later reiterated that they were mistaken on the patient's post-op medical issues and that the surgeon was not naming the thulium laser as the cause and does not want to create a formal complaint.

Manufacturer narrative:
This supplemental report is to inform that after obtaining additional information from the customer, there was only one patient involved and that the surgeon was not naming the thulium laser as the cause for this patient's post operative issues. The information for the one patient is reported under manufacturer report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the subject device did not cause the reported adverse event. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer visited onsite and inspected the device. The following tools were used: calibrated tool, asset number (B)(4) (ophir meter) s/n (B)(6). Exp. Aug 31 2024; calibrated tool, asset number (B)(4) (safety analyzer) s/n (B)(6). Exp. Mar 31 2024; and calibrated tool, asset number (B)(4) (light sensor) s/n (B)(6). Exp. Aug 31 2024. The device had no anomalies with results. The inspection procedure was confirmed by using the soltive laser inspection checklist. Software attributes have been verified and confirmed. The device passed the electrical safety test. The suspect device was not returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported that a couple of patients sustained kidney injuries after using the thulium for renal calculi. The urologists were concerned and wondering if there are adjustments that they should be making. The customer also mentioned reading an article about a renal pseudoaneurysm after thulium lithotripsy and requested any "words of wisdom/articles." Additional information has been requested but no further information was obtained at this time. This event is captured under the following related patient identifiers: (B)(6). This medwatch report is for patient identifier (B)(6).